Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. Date of issue is an approximation. The nurse at the hospital stated the patient was admitted to the hospital for diabetic issues. She stated the cgm was displaying in the 400's mg/dl, while the bg meter was reading 200's mg/dl. Detail regarding the event were not provided. At the time of contact, the patient was in the process of being discharged from the hospital. No additional patient information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.